Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the systems c-arm lock doesn't work. Upon functional testing the fse found that the longitudinal rail the motor drives on was dirty. Cleaned rail as well as wheel that drives c-arm longitudinally and c-arm was then moving properly. After maintenance, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the c-arm movement did not stop after button was released. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.